Manufacturer narrative:
Based on the current information provided, the cause of the complication cannot be determined. No product has been returned to intuitive surgical, inc. (Isi) for evaluation. Due to insufficient procedural information, further system/instrument log investigation cannot be performed.

Event description:
It was reported that after a da vinci-assisted hysterectomy, the patient returned to the ER with a bowel injury. The patient underwent a subsequent colon resection, and a temporary ostomy was placed. Post-operatively, the patient was admitted to the ICU. It was stated that the hysterectomy was complicated, and the patient had a high bmi.

Manufacturer narrative:
Additional information: during follow up with the robotics coordinator (roco), it was learned the original procedure was on (B)(6) 2024 and the reoperation was on (B)(6) 2024, postoperative day (pod) 3.

Event description:
Refer to h10/h11 for follow-up information.